Manufacturer narrative:
H3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The leak occurred within the dialyzer membrane. Additional information was obtained during follow-up. The reported event occurred approximately 15 minutes after treatment initiation. The 2008t machine alarmed with a blood leak alarm. Blood test strips were used and tested positive for the presence of blood. No defect or damage was noted to the dialyzer. The dialyzer was saved and is available to be returned to the manufacturer for physical evaluation. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 300 ml. Treatment was restarted and successfully completed on the same machine with new supplies.

Manufacturer narrative:
Correction: h3.

Event description:
A user facility registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The leak occurred within the dialyzer membrane. Additional information was obtained during follow-up. The reported event occurred approximately 15 minutes after treatment initiation. The 2008t machine alarmed with a blood leak alarm. Blood test strips were used and tested positive for the presence of blood. No defect or damage was noted to the dialyzer. The dialyzer was saved and is available to be returned to the manufacturer for physical evaluation. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 300 ml. Treatment was restarted and successfully completed on the same machine with new supplies.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, d10, h3 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The leak occurred within the dialyzer membrane. Additional information was obtained during follow-up. The reported event occurred approximately 15 minutes after treatment initiation. The 2008t machine alarmed with a blood leak alarm. Blood test strips were used and tested positive for the presence of blood. No defect or damage was noted to the dialyzer. The dialyzer was saved and is available to be returned to the manufacturer for physical evaluation. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient's estimated blood loss (ebl) was approximately 300 ml. Treatment was restarted and successfully completed on the same machine with new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The leak occurred within the dialyzer membrane. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. The dialyzer was reported to be unavailable to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.